Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing site at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states "test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor." In addition, the time delay option is to allow some patient movement without setting off alarm, but still give sufficient warning when patient attempts to get off of a sensor pad. This is especially useful when connected to the nurse call system to minimize false alarms. The IFU states "assess patient frequently to ensure that a time delay is appropriate. Set the delay at zero (0) with patients at extreme risk of injury from a fall associated with an unassisted bed, chair or toilet exit." Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported while the alarm was in use with the sensor pad on a recliner chair, the alarm did not sound until after the patient was found on the floor. The staff stated that the alarm was set to the two second delay. After the customer researched the IFU she could not find the purpose of the two second delay function. The patient was not injured but did suffer from a skin tear on their arm.

Event description:
Supplemental require for additional information.

Manufacturer narrative:
Product was not returned despite multiple attempts by the manufacturer. Cause of the complaint could not be determined. An investigation of similar complaints revealed several potential causes including damages to the sensor receptacle or sensor clip. Damages to the sensor receptacle often times causes the pins to be depressed resulting in either the alarm not alerting or giving false alarm. Damages to the sensor clip can affect the connection between the sensor pad and alarm which in turn will affect the alarm¿s ability to sound. Other causes, such as corrosion and moisture damage, are also a possibility. Without return of the device the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #(B)(4).